Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On (B)(6) 2024, it was reported by the patient four infusion set fell off within one day of use. No further information was available.

Manufacturer narrative:
Initial and final MDR 1893285- MDR 3003442380-2024-09678- device 2 of 4. E1: patient city: (B)(6). Patient country: colombia.